Manufacturer narrative:
Qn# (B)(4). There is an investigation ongoing into this reported complaint. A supplement follow-up MDR report will be submitted with the investigation results upon completion of the investigation.

Event description:
It was reported that during post-insertion, the catheter lumen was found blocked. The ap signal and augmentation were not being displayed on the screen. As a result, the user used a new catheter to complete the procedure. There was no report of delay in therapy. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4). The product was not returned for investigation. The reported complaint of iab central lumen occluded is not able to be confirmed. If the product is returned at a later date, a full investigation of the sample will be completed. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.

Event description:
It was reported that during post-insertion, the catheter lumen was found blocked. The ap signal and augmentation were not being displayed on the screen. As a result, the user used a new catheter to complete the procedure. There was no report of delay in therapy. There was no report of patient complications, serious injury or death.

Event description:
It was reported that during post-insertion, the catheter lumen was found blocked. The ap signal and augmentation were not being displayed on the screen. As a result, the user used a new catheter to complete the procedure. There was no report of delay in therapy. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4). No serial number was reported. The serial number on the returned sample is (B)(6). The lot number (18f20k0020) recorded on the complaint report matches the lot number on the returned original packaging box and for the returned sample. Returned for investigation was a 40cc 8.0fr rediguard intra-aortic balloon catheter (iabc) with the original packaging box that matches the serial number on the returned sample. Upon return, the one-way valve was tethered to the short driveline tubing. The bladder was fully unwrapped. Some spots of dried blood were noted on the exterior of the returned sample. No blood was noted within the helium pathway. The bladder thickness was measured at six points with measurements ranging from 0.0069in-0.0078in. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times. An attempt to aspirate and flush the catheter using a 60cc lab-inventory syringe was unable to be successfully completed and pushback was noted; the central lumen was likely blocked by a blood clot. Another attempt to aspirate and flush the catheter was successfully completed after cle aring the blood clot. The iabc was leak tested. No leaks were detected. Full inflation was achieved. The device passed the leak test. A lab inventory 0.025in guidewire was front loaded through the iabc luer end. Resistance was noted at approximately 9.2cm from the iabc luer. The guidewire then exited through the iabc through distal tip while excreting blood through the distal tip before exiting. Blood exited with the guidewire. The guidewire was back loaded through iabc distal tip. Resistance was noted at approximately 61.0cm from the iabc distal tip. The guidewire was able to advance through the central lumen. Blood exited with the guidewire. The iabc was connected to an iabp with a lab inventory inflation driveline tubing. The iabc was inserted into the "t" tube and 75mmhg backpressure was applied. The iabc was pumped for a minimum of 30 minutes. There were no alarms triggered. The bladder inflated and deflated completely with each beat. The balloon pressure waveform (bpw) was normal. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The risk is acceptable. This will be monitored for any developing trends. The reported complaint of iab central lumen occluded is confirmed. During the investigation, the catheter central lumen aspiration/flushing test was initially unsuccessful. A blood clot was cleared from the central lumen during the guidewire test. The blood built up in the central lumen may have resulted from not maintaining the patency of the arterial line. A blood clot in the central lumen can lead to occlusion and is a potential cause of the reported complaint. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the blood buildup within the central lumen. The root cause of the complaint is undetermined. No further action required at this time. This will be monitored for any developing trends.